Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that bd micro-fine¿ ultra¿ pen needles were clogged and unable to deliver medication. This occurred on 15 occasions during use. The following information was provided by the initial reporter: hello, I have a box of microfine insulin needles but the box already contained 15 clogged needles. I still have the empty box, but the needles themselves are in a needle container full of needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine¿ ultra¿ pen needles were clogged and unable to deliver medication. This occurred on 15 occasions during use. The following information was provided by the initial reporter: hello, I have a box of microfine insulin needles but the box already contained 15 clogged needles. I still have the empty box, but the needles themselves are in a needle container full of needles.